Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the internal leakage test failed during pre-use check. The device was checked. The nozzle unit on o2 gas module was found damaged and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided photo confirmed physical damage of the nozzle unit. Last preventive maintenance service was in august 2023, however during that service the pm kit was not replaced. The last time nozzle unit were replaced was on 12th may 2021 during repair of the device. It was not clarified why the pm kit was not replaced according to the manufacturer¿s specification. Our conclusion is that the replaced part was the cause of the failure. The root cause of the damage of the nozzle unit was expected wear and tear.

Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #: (B)(4).